Event description:
The patient had post-op pain on left side of chest and was short of breath with minimal exerction. It was reported an x-ray verified a pneumothorax, reportedly caused by the implant procedure. A chest tube was inserted and the event was considered resolved five days post implant. The device remains implanted and in use.